Event description:
Reportedly, to treat the moderately calcified 100% stenosed cto lesion of 5cm length at popliteal artery, subject guidewire and an unk support catheter were advanced up and over from contralateral puncture site. After introduction into the cto lesion, during rotational manipulation to the guidewire was applied, breakage of the tip of the guidewire was noticed. The broken portion of the guidewire was kept remained in the vessel at the physician's discretion. The procedure was reportedly continued and completed with another unk guidewire. No adverse impact to the pt is reported.

Manufacturer narrative:
The device is expected to be returned for eval, but it has not yet been received. A f/u report will be submitted with all add'l relevant info.